Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that coring occurred with a bd phaseal¿ protector p50j. The following information was provided by the initial reporter, translated from (B)(6) to english: when preparing avastin with p50 and n35, coring occurred.

Manufacturer narrative:
H.6. Investigation: two samples were returned to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protectors, the protectors fit securely to the vial, and the needle on the protector penetrated the vial stopper properly. All product returned was inspected, no foreign matter was noted on the first sample, however, a grey particle consistent with the rubber stopper of the vial was observed on the second sample. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. A device history review could not be performed as no lot information was provided. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that coring occurred with a bd phaseal¿ protector p50j. The following information was provided by the initial reporter, translated from japanese to english: when preparing avastin with p50 and n35, coring occurred.